Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismaflex st150 set and experienced a febrile episode. It was reported that the patient "received caspofungin at doses that were three times higher than the normal range" as treatment for the event. It was reported that "despite the increased doses, the blood cultures did not return negative, and the patient ultimately passed away." The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.